Manufacturer narrative:
Section b5: additional information.

Event description:
It was communicated that the patient has poly cystic kidney disease. An ultra sound and a CT scan both revealed bleeding into the kidney. All anticoagulation was stopped, and after being monitored the patient went to transplant.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) did not reveal any device-related issues. A direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The bend relief was returned over the sealed outflow graft but disengaged from the graft attachment. The outflow graft clip was returned attached to the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device, 4 months 18 days no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient was transplanted. The patient was a 3e exception due to not being able to keep on anti coagulation due to kidney bleeding. No additional information was reported.